Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, a cardiac perforation occurred. Following the transition to the left atrium, the catheter was not able to move to the upper left pulmonary vein. X-ray and echocardiogram confirmed the perforation and the procedure was cancelled. Protamine was administered and no further intervention was needed to stabilize the patient. There were no performance issues with any abbott device during the procedure.